Event description:
The information that was submitted in this report was already reported in manufacturer report # 3004209178-2013-16403. Please refer to manufacturer report # 3004209178-2013-16403 for any additional information received regarding this event.

Event description:
It was reported that the patient had contacted the pain clinic complaining of a critical pump alarm. Interrogation of the pump revealed ¿a number¿ of motor stalls. The patient was admitted to the hospital for investigation of the issue and prolonged motor stall was noted. As it seemed that the pump was not functioning, and the patient was initially well, it was decided to fill the pump with saline and monitor the situation. The day after the pump was filled with saline, the patient exhibited symptoms of acute opioid withdrawal. The patient was then commenced on fentanyl patches and stabilized and sent home. The patient elected to have another pump implanted and was scheduled for the removal and replacement on 2013 (B)(6). Patient status at the time of the report was unknown. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).